Event description:
Following a partial embolization of a tentorial dural arteriovenous fistula, a starclose device was being used. However, it was not working properly so hemostasis was achieved with manual compression, dstat, and femstop. The patient was not harmed as a result of the starclose failure. Manufacturer response for starclose vascular closure device, starclose (per site reporter): requested item for analysis.